Event description:
Revision surgery - due to patient falling on their knee. They presented at the surgeon's clinic with knee pain. The computerized tomography (CT) scan "lit up" around the tibia component according to the surgeon. The tibial component was evaluated and determined to be loose. The surgeon removed the loose tibia along with the poly spacer and 4 tibial screws. He cemented in a new tibia baseplate and put in a new poly liner.

Manufacturer narrative:
The reason for this revision surgery was knee pain and the tibial component was loose. The previous surgery and the revision detailed in this investigation occurred over 2 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to knee pain and a loose tibial component. The root cause for the pain and device loosening was reported as a fall. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.